Manufacturer narrative:
The thermogard xp console was evaluated by a zoll service technician manager at customer site. The customer's complaint of "the thermogard ivtm system (sn (B)(6)) displayed "mid:09" (air trap assembly) error message" was confirmed during the functional testing and the archive data review. Investigation revealed corrosion on the sensor printed circuit board (pcb), and the coolant block had no led indicators lit upon power up. The root cause of the mid:09 error message was due glycol spill in the air trap sensor block, resulting in a malfunctioning air trap sensor block and coolant block. The possible cause for the glycol spill was user mishandling. No physical damage was observed on the thermogard system during the visual inspection. The event log data revealed multiple mid:09 (air trap assembly) error messages, thus confirming the reported complaint. The thermogard system failed the functional test due to a mid:09 (air trap assembly) error message displayed upon powering on, thus confirming the reported complaint. During an internal inspection, glycol spill was observed in the air trap sensor block, causing the air trap sensor block and coolant block to malfunction. The air trap sensor block assembly and coolant block were replaced to remedy the mid:09 error message. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with serial number (B)(6).

Event description:
During training, the thermogard ivtm system (sn tgxp12355) displayed "mid:09" (air trap assembly) error meesage. No patient involvement.